Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 2.5mmx100mmx150cm sterling¿ sl balloon catheter was advanced to dilate the lesion. However, it was noted that the physician had difficulty removing the guidewire from the sterling balloon catheter. Both devices was then removed from the patient's body simultaneously.